Event description:
On (B)(6) 2013, the distributer contacted animas and reported lines on the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display issue.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/13/2013 with the following findings: during testing, the display screen was found to be fully functional and illuminated with no signs of extrinsic lines visible on the display. The reported complaint was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.